Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 2000mcg/ml baclofen at 1600mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the pump stalled at 12:53 and recovered at 13:06 on (B)(6) 2019. It was reported that the hcp saw a 1a and 03 code on the tablet which are not codes that are seen on the tablet. No electromagnetic interference was reported and the patient had no symptoms. No further complications were anticipated/reported.